Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the technical support engineer (tse) and obtained the following additional information: the tse confirmed that was not the case here. All other arm movements were normal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The biomed confirmed that the system was tested and works. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure; the biomedical engineer contacted the technical service engineer (tse) for phone assistance regarding the surgeon experiencing the patient side cart (psc) boom moving straight instead of right when using the joystick. According to the biomedical engineer, there was only one occurrence of the reported event, and the customer was unable to troubleshoot at the time. Tse informed the customer, that the reported event could occur when the psc boom is extended halfway, and there is a change that patient side manipulators arms collide with the column. Tse notes that extending the boom first will resolve the reported event. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. There were no shocks or friction observed. There was no interference between the instruments. There were no external collisions. Nothing was done to solve the problem. There was no injury to the patient.